Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed incoming testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt the monitor failed incoming testing. The cause for the test failure was improper output from tti op-amp u1103. The root cause for the improper output could not be positively identified. No adverse event resulted from the defective monitor. The last patient not use this monitor did not report any deficiencies.